Event description:
Originally reported: on (B) (6) 2007 - patient was implanted with a composix e/x mesh in an open procedure to repair a ventral hernia. On (B) (6) 2007 - mesh was explanted as a result of patient going to the emergency room for severe abdominal pain. Exploratory laparotomy revealed extensive peritonitis secondary to perforation in the small bowel. Alleged infected mesh was removed, adhesions were taken down. Bowel resection was performed and about a foot of the small bowel was removed on either side of the perforation. Event based on discussion with implant surgeon and review of operative report: on (B) (6) 2007 explant operative report states "as soon as we incised the subcutaneous tissue, we encountered a large amount of turbid fluid." After clearing this fluid "we identified this mesh. This mesh was detached from this caudal half and underneath the mesh, we encountered multiple loops of the bowel which were matted together." The existing mesh was removed and with tedious blunt and sharp dissection, the matted loops of the bowel were separated from each other. We did identify the site of perforation being in the small bowel. During a (B) (6) 2009 follow-up conversation with the implant surgeon, he reported there was one mesh involved in this patient event, the mesh was taken out in two pieces due to the adhesions to the bowel. The adhesions were to the "smooth side" of the mesh and when removed, a bowel perforation was noted in this area, with mesh involvement. Surgeon believed this bowel perforation was secondary to the mesh.

Manufacturer narrative:
According to the pathology report: the specimen was received in two sections. The first section was documented as an irregular oval-shaped mesh measuring 14.9 x 10.3 cm. No soft tissue identified therein. The second specimen - "a portion of the small bowel is covered by thickened fibrous connective tissue, which appears to be abdominal mesh measuring 12.0 x 8.5 cm with fibrous tissue band therein." Since no sample was returned for evaluation, we are unable to determine the condition of the explanted mesh or if the adhesions indicated in the pathology report were to the mesh or the eptfe side of the patch.